Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the physician was unable to cycle the pump due to a fluid leak. Following the device explant, the physician cycled the device and identified a hole in the cylinder. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was unable to confirm a hole/perforated and fluid leak; however, product analysis identified a pump functional test failure. The pump did not pass the deflation test which would directly affect the overall functionality of the device as the reported events of mechanical issue. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir kink resistant tubing (krt) was identified to be cut in half; a hole on the surface of the tubing was the result of a sharp instrument damage which probably occurred during the explant surgery; no leaks were present. Product analysis was unable to identify device malfunction with the returned reservoir. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and did not pass the deflation test. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a hole from avulsion in the cylinder body. Cylinder 1 also had a leak with broken fabric threads that was the result of a sharp instrument damage which probably occurred during the explant surgery. Cylinder 1 was not pressure tested due to the identified leak. Cylinder 2 passed the leak and pressure tests performed. Product analysis was unable to confirm a hole/perforated and fluid leak; however, product analysis identified a pump functional test failure. The pump did not pass the deflation test which would directly affect the overall functionality of the device as the reported events of mechanical issue and therefore be the most probable cause of the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, based on the failure with the pump that did not pass the deflation test.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the physician was unable to cycle the pump due to a fluid leak. Following the device explant, the physician cycled the device and identified a hole in the cylinder. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported.